Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device misfired and the clips did not form properly. The case completed with a same like device. There was no patient consequence.